Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that infusion duration was too fast.

Event description:
No additional information provided.

Manufacturer narrative:
Pump was sent in, but there is no tubing available for investigation under this pr. The pump investigation will be completed under related pr (B)(4). No photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20127e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.